Manufacturer narrative:
Concomitant medical products: 503458 lead implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and a lead warning for undefined low impedance. The physician opted to leave the atrial lead in use, but polarity was changed to unipolar sensing and amplitude, due to non-sensing and non-capture in bipolar. No patient complications have been reported as a result of this event.